Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Patient reported that they were experiencing pain at the ins site. They also reported that stimulation was now going down their legs and they felt like a dripping water. Patient reported the sudden return of symptoms as of patient mentioned that they started a new job around the time and they were lifting the weight over there. Patient had interstitial cystitis (ic) and mentioned that urinary track infection (uti)'s in past unrelated to ins or therapy. They were a result of pre-existing ic. Patient was implanted for urinary dysfunctional/sacral nerve stimulation and gastrointestinal/ pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.